Event description:
It was reported that once the icp monitor catheter was inserted, it was displaying the intracranial pressure (icp) on the monitor for about 3 to 4 hours and then the reading was absent. There was no patient injury. No delay in surgery. When the catheter was removed it was bent. Additional information was requested and on (B)(4) 2014, the following was provided by the distributor: the catheter never displayed any values from the time of insertion and when it was taken out, it was bent. Request for further clarification was sent to the distributor. To date, no new information has been received.

Manufacturer narrative:
It is unknown if the device involved in the reported incident is expected to be returned for evaluation. An investigation has been initiated based upon the reported information.